Manufacturer narrative:
Carefusion complaint number: cus-28234-exp (B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed pins 4 and 5 were burnt. Carefusion scrapped the defective adapter and sent a replacement ac adapter to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance.

Event description:
It was reported to carefusion that the ac adapter had a burnt pin on the lemo connector. It is unknown at this time whether there was any patient involvement associated with this complaint.